Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of second prime. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime, preventing the needle mechanism from deploying as intended. Inspection of the drive mechanism components found contamination on the commutator cap. This contamination contributed to the rotational sensor abnormalities that prevented the needle mechanism from deploying by the end of second prime.

Manufacturer narrative:
The device has not been investigated to date. Upon completion of the investigation, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed an the pods pink slide failed to moved forward upon initial activation.